Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following placement of the leadless implantable pulse generator (ipg) a coronary angiogram procedure was performed. A decrease in the patients heart rate was observed. Testing exhibited loss of pacing due to unstable thresholds. The leadless ipg thresholds were temporarily reprogrammed and the physician elected to place a temporary pacing lead as a precaution. The leadless ipg was reprogrammed to single chamber fixed rate (vvi) with the thresholds reprogrammed and ventricular capture management set to monitor. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.